Event description:
It was reported that a home patient (hp) reused single-use supplies during dwell cycle five of five of peritoneal dialysis therapy. The hp reconnected a solution bag after disconnecting the bag from the set up. The technical services representative assisted the hp in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.